Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called lifescan on 10/25/04 and alleged that her meter was missing segments. Medical affairs attempted unsuccessfully to reach the pt for more info. The pt stated that the last time she tested was in 2004, in the afternoon. The result that she obtained was over 400 mg/dl. The pt stated that she was feeling flushed andlethargic. It is not known when the pt experienced these symptoms. The pt was taken to the hosp and her blood sugar was tested at over 400 mg/dl. She was treated with an i.v. It is not known if the pt was able to test her blood sugar prior to that day. It is also not known if the hosp visit was at the same time as the high blood sugar reading on the pt's meter. The pt reproted that one of her meters was dropped, but she did not specify which meter. The issue was not resolved with troubleshooting. Based on the info provided, there is an indication that the meter malfunctioned. No evidence was provided to show that the meter contributed to a serious injury. A replacement meter is being sent to the pt. A letter is also being sent as a second attempt to reach the pt.